Event description:
It was reported that the device went into backup operation during an attempted software upgrade. The clinician was unable to describe the process that resulted in this. The device download failed when a recovery file was used from the programmer. An alternate bvvi recovery file, which was loaded on to a usb drive was used to reset the device to its original settings successfully. The patient had symptoms of pacemaker syndrome due to vvi mode pacing; however, the symptoms ended soon after the device was restored and reprogrammed to ddd mode. The patient was stable throughout the process and will continue to be monitored.